Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with a check vent alarm message while in use on patient. Per customer the unit was removed from the patient. There was no patient harm.